Manufacturer narrative:
(B)(4).

Event description:
The pt had an infection from surgical wounds. The pump was explanted. The pt recovered. It was reported that the infection had "no relation to itb (intrathecal baclofen) system". The device system was used to deliver baclofen.